Event description:
In 2008, boston scientific corporation was informed that after unpacking the resolution clip device, the clip suddenly detached. The procedure was completed with another of the same device without any patient complications.

Manufacturer narrative:
.